Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and siemens reviewed the data provided. The cse replaced the loci vessel cup, aligned the loci arm to the wheel, and made adjustments to the reagent 2 (r2) arm. Siemens reviewed the data and found that the sid was initially processed but was aborted due to a loci arm dropped vessel error. The discordant sample displayed an atypical pattern consistent with either a sampling system issue or a sample handling issue. This pattern was only seen on the discordant sample with the affected result indicating this was a sample integrity issue and not an instrument issue. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin patient result was obtained on a dimension exl 200 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument five times and again on an alternate dimension vista instrument. The repeated results including the result from the alternate instrument, were reported, as the correct results, to the physician(s). One of the repeated results was discordant and was not reported in the final, corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant cardiac troponin patient result.